Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected. Upon further inspection with a microscope, dried deposits were observed inside the control reservoir. Permeability test: a permeability test has shown that the control reservoir is permeable. We further tested the pumping function of the reservoir. The reservoir functions as expected. Results: first we performed a visual inspection of the reservoir. No significant deformation or damage of the control reservoir were detected during the visual inspection. Dried deposits were observed inside the reservoir. Next we tested the permeability of the control reservoir. The reservoir is permeable and pumps liquid as expected. Based on our investigation, we are unable to substantiate the claim of a malfunction. The control reservoir operates as expected, however, as described in our instructions for use, even small deposits can lead to a malfunction and may be responsible for the malfunction in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that a patient with a diagnosis of niemann-pick disease received a shunt placement on (B)(6) 2018, the reporter has indicated loose drainage liquid perforated. A request for clarification was made, however, additional details of the event have not been provided.